Event description:
It was reported that a small volume intermate had a missing top tip. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 6, 2012 to february 7, 2012. Evaluation summary: the device was returned for evaluation outside of its original packaging. Visual inspection noted a missing fill port cap; however, a defective product was unable to be verified as it is unknown whether this component was missing before the packaging was opened. The cause of the missing component is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.